Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period has been 10 days') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), post procedural haemorrhage ("essure last week, still having bleeding") and procedural pain ("essure last week, still having cramping"). The patient was treated with surgery (eablation). At the time of the report, the menorrhagia, post procedural haemorrhage and procedural pain had not resolved. The reporter considered menorrhagia, post procedural haemorrhage and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : menorrhagia, post procedural haemorrhage and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('period has been 10 days') and post procedural haemorrhage ('essure last week, still having bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and procedural pain ("essure last week, still having cramping"). The patient was treated with surgery (eablasion). At the time of the report, the menorrhagia, post procedural haemorrhage and procedural pain had not resolved. The reporter considered menorrhagia, post procedural haemorrhage and procedural pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: menorrhagia, post procedural haemorrhage and procedural pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.